Manufacturer narrative:
It was reported that severe aortic regurgitation after 2 years of trifecta valve implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. It was indicated that, 3 years later implant found symptoms of acute heart failure and fluid overload, and it was directly related to the malfunctioning of the heart valve. Based on the information received, the reported event is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The exact cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2021, a 27mm trifecta valve was chosen for an aortic valve replacement (avr) procedure. The valve was successfully implanted. On (B)(6) 2023, a new murmur of aortic insufficiency (ai) was noted during the follow up examination. On (B)(6) 2024, a cardiac catheterization was performed and revealed severe aortic regurgitation (ar) with 3-4+ ai by aortic root injection. A transesophageal echocardiogram was also conducted, it showed severe central valvular ar due to deformation of the aortic valve prosthesis in the aortic annulus. On (B)(6) 2024, patient was admitted in the hospital with symptoms of acute heart failure and fluid overload, and it was directly related to the malfunctioning of the heart valve. On (B)(6) 2024, the patient condition was necessitated and transferred into another hospital for evaluation of redo aortic valve surgery. On (B)(6) 2026, a redo avr was performed and a non-abbott valve was implanted. Post procedure, the patient required extracorporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) support, also had post-operative anemia requiring packed red blood cells (prbc) transfusions and displayed significant post-operative debility. On (B)(6) 2024, patient was admitted to the acute rehabilitation unit. On (B)(6) 2024, patient was reported discharged, with improved but still having some unstable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.